Event description:
On (B)(6) 2012 customer reported a clear fluid leak of about 50 ml. Inside the lh780 instrument and on the counter. Customer could not identify the origin of the leak. No injuries were reported and no erroneous patient results were reported. Customer cancelled the service call after a disconnected tubing was discovered and reconnected. Customer could not identify the precise tubing that was disconnected. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).